Event description:
The device was returned for evaluation due to the allegation that the power cord sparked and melted while plugged into the back of the unit. The unit was in use by the patient at the time of the incident. There was no reported patient harm. Evaluation of the returned unit showed evidence of some melting of the power cord, possibly as a result of separation of the molded female connector. Testing has been performed on a representative sample and has concluded that the design of the power cord meets all applicable specifications and standards. Failures of this type have historically resulted from abuse or wear issues: an investigation is ongoing to determine root cause.